Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed investigation site located in (B)(4). The reported self-test failure was confirmed through review of the device data logs. The investigation determined that the device fault was due to contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed design house in (B)(6) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.